Event description:
It was reported that during an oophorectomy procedure, on the first firing, two staples were not formed correctly. One of the legs of the staples was bent out. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.